Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the cycler displayed the message air detected in cassette. Treatment was cancelled. When the cassette was removed, it was noted that the cassette had leaked inside the door. The cycler will be replaced.

Manufacturer narrative:
Device investigation: a visual inspection of the returned cycler exterior found one crack approximately 3¿ left of center on the top of the front panel bezel emi shield and the stay safe tab is broken off and missing. No other physical damage was found. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment was performed and completed without any failures or problems. An internal visual inspection of the cycler found visual evidence of dried fluid under pumps mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A device history review found no related items.

Event description:
A peritoneal dialysis patient reported that the cycler displayed the message air detected in cassette. Treatment was cancelled. When the cassette was removed, it was noted that the cassette had leaked inside the door. The cycler will be replaced.